Manufacturer narrative:
No product will be returned per customer. No investigation was performed.

Event description:
The customer notified bd that the tubing burst. Although requested, there were no further details or information provided and no report of harm.